Event description:
It has been reported that the device is failing self test.

Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2023-02004. Device investigation is pending the return of the device. Device investigation will take place on (B)(4).

Manufacturer narrative:
This report is based on information provided by philips customer support personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart hs1 defibrillator indicating that device triple chirps and failed self-test. Based on the information available and the testing conducted, the root cause could not be confirmed because the device is not available for investigation due to a logistical limitation that is preventing the return of the device. Based on the information available, the device is replaced with new device. The root cause could not be confirmed because the old device is not available for investigation due to a logistical limitation that is preventing the return of the device. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. Customer is provided with a new device. The root cause could not be confirmed because the device is not available for investigation due to a logistical limitation that is preventing the return of the device.the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.